Event description:
The facility reported a colleague infusion pump which "would not stop beeping". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump which "would not stop beeping" was not confirmed during product evaluation. The root cause of this condition was not identified. No repairs were done.this is involving a pump with software version 5.04.00 which is categorized as unremediated.a device history review was performed and no abnormality was observed in the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.